Event description:
Customer's father reported a crack on the screen of the insulin pump. The crack is also visible near the battery area and reservoir compartment. Customer's current blood glucose reading is 273 mg/dl. No further information reported.

Manufacturer narrative:
Device returned with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.